Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and a se 2367 that appeared on the homechoice (hc) unit, during use, while the patient was not connected, in initial drain. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting steps to clear the alarms. The hp stated earlier in the therapy one of his supply lines was leaking. The tsr advised the hp to start over with all new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement and there was no patient injury or medical intervention associated with this event. During a follow-up with the hp, he clarified that, there is a line coming from the supply bag which connects to the line coming from the cassette. The leak was actually coming from the joint where these two line meets. The leak didn't actually stopped, it was the solution that drained out and there was nothing more to leak. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA. Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.